Manufacturer narrative:
It was reported that during the implant procedure for a double chamber pacemaker, the lead could not be fixed when it was placed on the right atrium. The data of capture tests remained high, while for the sense test was recorded low consistently. Due to poor parameters of the ra lead, a single-chamber pacemaker was implanted. Lead unable to be fixed may be caused by myocardial fibrosis. Lead remains implanted. No adverse consequences reported on the patient.

Event description:
It was reported that during the implant procedure for a double chamber pacemaker, the lead could not be fixed when it was placed on the right atrium. The data of capture tests remained high, while for the sense test was recorded low consistently. Due to poor parameters of the ra lead, a single-chamber pacemaker was implanted. Lead unable to be fixed may be caused by myocardial fibrosis. Lead remains implanted. No adverse consequences reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure for a double chamber pacemaker, the ra lead could not be fixed when it was placed on the right atrium. The data of capture tests remained high, while for the sense test was recorded low consistently. Due to poor parameters of the ra lead, a single-chamber pacemaker was implanted. Lead unable to be fixed may be caused by myocardial fibrosis. The ra lead was not used. No adverse consequences reported on the patient.